Manufacturer narrative:
The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened.

Manufacturer narrative:
Date of report: 21sep2021.

Event description:
The customer reported the ventilator is displaying the diagnostic error alarm led failure. Patient or user involvement information is unknown however no patient or user harm was reported. The remote service engineer (rse) spoke with the customer who advised the error was confirmed in the event log. The rse advised to replace the power switch overlay.